Manufacturer narrative:
Citation: michel j et al. The clinical impact of psoas muscle cross-sectional area on medium-term mortality after transcatheter aortic valve implantation. Heart lung circ. 2020 jun;29(6):904-913. Doi: 10.1016/j.hlc.2019.05.095. Epub 2019 may 23. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of psoas muscle cross-sectional area on mortality within five years after transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center registry between 2007 and april 2015. The study population included 1,731 patients and was predominantly female with a median age of 81 years. Of those, 643 were implanted with medtronic corevalve transcatheter valves. No serial numbers were provided. Among all patients, 555 all-cause deaths occurred during the mean follow-up of 775 days. Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: conversion to surgery during tavi, unspecified need for valve-in-valve implantation during tavi, and moderate to severe aortic regurgitation (detected on pre-discharge echocardiography). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.